Event description:
It was reported the patient experienced low oxygen saturation. Reportedly, the portable oxygen concentrator was giving an "oxygen error." In turn, the patient went to the emergency room and was admitted to the hospital. Later, the patient was discharged.

Manufacturer narrative:
An internal investigation was initiated to determine the cause of the malfunction. The reason for the "oxygen error" was due to contamination of zeolite and a leak. This unit is running normally and as designed.